Event description:
It was reported that the biomed had an arctic sun device that was not cooling,

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. A review of the risk document, fmea ra2800010 rev 24, was performed for this investigation. The reported event is addressed in step #ra109. Based on this review the risk is within the expected range. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under baw2800548 rev 3 and baw2800424 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling.